Event description:
The duett sealing device was deployed following a diagnostic procedure via 6 fr sheath in the right common femoral artery. Following the deployment, the pt developed a large hematoma, which was confirmed via ultrasound, and rebleeding at the site. Treatment consisted of manual compression and a femostop. The treatment was successful and the event was resolved with no further complications.